Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent additional surgery to remove mesh due to leaking small bowel with fistula" however the sample was not returned for evaluation and medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and recurrence and fistula formation are identified in the adverse reaction section of the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010201 implanted to repair a ventral hernia defect. On (B)(6) 2009: the patient underwent surgery to repair recurrent ventral hernia. On (B)(6) 2009: the patient underwent an additional surgery to remove mesh due to leaking small bowel with fistula. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient had a bard/davol oval composix kugel mesh, product code 0010201 implanted to repair a ventral hernia defect. (B)(6) 2009: the patient underwent surgery to repair recurrent ventral hernia. (B)(6) 2009: the patient underwent an additional surgery to remove mesh due to leaking small bowel with fistula. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿half of the mesh was excised from the previous operation entering the abdomen, adhesions were lysed and performed abdominoplasty. Bringing in the two rectus muscle toward the midline with fascia as well and imbricating that over the mesh. In addition. An additional composix kugel mesh was placed to incorporate the entire area, using non-adherent mesh on the inside and adherent mesh on the outside. The repair was done in several layers and then closed with sutures.¿ (note: no product identifiers provided for the previously placed mesh). (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the explant of old mesh. Per operative notes, ¿both sets of mesh were carefully excised from the underlying bowel with an extensive lysis of adhesions. There were several areas of serosal interruption which were repaired with sutures. A piece of biological mesh was sewn in place. Then, a large piece of synthetic mesh was placed and sutured.¿ (B)(6) 2009 - patient was diagnosed with leaking small bowel, fistula thereby underwent open repair with the explant of mesh. Per operative notes, ¿the biological mesh was excised from tissues and the underlying knot of small bowel with fistula in the midst of it was identified. It appeared as if it had blown due to the ileus that developed in the postoperative period. A segment of small bowel was excised.¿ attorney alleges that the patient had adhesions, bowel perforations, fistulae, infection, pain, hernia recurrence and mesh removal surgery and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent additional surgery to remove mesh due to leaking small bowel with fistula" however the sample was not returned for evaluation and medical records are not available at this time. Recurrence is a known inherent risk of hernia repair surgery and recurrence and fistula formation are identified in the adverse reaction section of the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of explant and date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of composix kugel mesh, patient was diagnosed with bowel perforation, fistula, hernia recurrence, adhesions and underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.